Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The customer reported that the event occurred in the year 2017 and also reported that the event was caused due to use error. The nurse infused the incorrect drug therapy for the patient. The sigma spectrum user manual states "never operate the sigma spectrum infusion pump unless all of the following safe operations are being practiced. Always confirm safe, accurate pump operation by: ensuring correct patient, correct route and correct drug." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was infusing a life sustaining medication in the emergency department. The patient was inotropic dependent requiring the maximum dose of norepinephrine 2mcg/kg/min to maintain a systolic bp of barely 80. The spectrum infusion pump alarmed and when the nurse went in to check the pump, she observed an "infusion complete" alarm message. Assuming it was one of the many antibiotics that are administered several times a day; the nurse shut the pump off and disconnected the patient. The monitor (vital sign device) rang a few minutes later; the patient's blood pressure was 40. The error of the norepinephrine errantly shut off was quickly identified, a new bag of norepinephrine was obtained and restarted at the previous rate (2mcg/kg/min). The patient's blood pressure eventually recovered. It was also reported the incident came about through human error. No device malfunction was reported. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report. No additional information is available.